Manufacturer narrative:
The reported issue of high impedance was confirmed. As received, lead tail 1 through 8 had a kink with all the internal wires broken, which caused the reported event in the field. The fractured wires are consistent with the lead being subjected to overstress while in vivo. Tail 9 through 16 had no visual anomaly and passed all functional testing.

Manufacturer narrative:
Date of event is unknown. During processing of this complaint, an attempt was made to obtain complete event and device information.

Event description:
It was reported the patient plans to undergo surgical intervention on a later date that involves their scs lead. The reason remains unknown at this time.

Event description:
Additional information obtained via follow-up revealed the patient underwent surgical intervention due to high impedance being present. Troubleshooting/reprogramming was unable to provide consistent, adequate therapy. During the surgical procedure, the patient's lead was explanted and replaced to provide resolution.

Manufacturer narrative:
Date of implant was obtained via follow-up and was determined to be (B)(6) 2018. (Exact of implant is unknown).